Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system and confirmed that the system was failed to emit x-rays. Review of the system log file showed that xsc certeray unit was defective. To resolve this issue, the fse replaced xsc certeray and performed calibration. After that, the system was returned to use in good working order.